Event description:
During implant, several threshold measurements were taken on different locations inside the ventricle. When an adequate threshold reading was found, the pacing impedance was elevated. In addition, when normal pacing impedance was achieved, the threshold measurement was high. The lead was replaced and the issue resolved. The patient was stable.

Manufacturer narrative:
The reported field events of inappropriate capture threshold and high lead impedance were not confirmed in the laboratory. Electrical testing did not find any indication of fractures or internal shorts. Visual and x-ray examination found the inner coil to be over-torqued at the connector region, which is consistent with damage incurred during the attempted implant procedure.